Event description:
The user was re-implanted due to suspected aggravated chronic otitis.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. According to the received information from the field, the cause for explantation is that the recipient has chronic otitis media which aggravated. During explantation surgery three to four electrode channels were seen to have migrated out of cochlea. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The device was explanted due to infection.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. Additionally otitis was mentioned to be a cause for explantation, which might have also influenced the implant channels impedances, however to determine an exact root cause device investigation would be necessary.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to infection.